Event description:
A model s slimline dermatome had metal shavings coming off the unit prior to a pt procedure. The reporter described the incident as; the dermatome was being used on an elderly male pt with a decubiti. The incident occurred before the unit was in contact with the pt; therefore, the shaving did not come off the unit during the procedure. The unit was switched and the procedure continued without interruption.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.